Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet system experienced recurrent high blood glucose with frequent fluctuations between high and in-range, and the user had not been using meal announcements for the first weeks based on prior guidance for low-carbohydrate intake. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education, and a follow-up training was scheduled. Investigation included review of device data and user coaching. Investigation of this case revealed use inconsistent with labeling regarding meal announcements, which can lead to oscillations in glucose control despite device function. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.